Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: based on the images provided, a total occluded sfa was identified prior to a vascular stent deployment can be confirmed. Based on the images provided, a vascular stent was deployed in the sfa, can be confirmed. Based on the images provided, a detached tip of a recanalization catheter located in the sfa cannot be confirmed. Conclusion: the device was not returned. Images were provided. Based upon the images provided, the complaint investigation is inconclusive for a tip detachment. Per the reported details, the tracking path and the target anatomy were tortuous and/or calcified. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the sfa the tip of the recanalization catheter separated, detached, and remains in the vessel. It was further reported that the health care provider allegedly determined to not remove the tip from the vessel. Reportedly, another device was used to complete the procedure. There was no reported patient injury.